Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in event, evaluation found the complaint was confirmed and air/water supply did not meet standard value due to clogging of the nozzle. In addition, evaluation found the play of the up/down knob was out of standard value due to wear of the angle wire, the bending section cover adhesive was cracked, chipped and had a white clouded area, the scope cover was burned, the paint on the air/water cylinder and suction cylinder was peeling, the indication on the scope connector was peeled, and switch #3 was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera gastrointestinal videoscope had air/water flow issues. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle had foreign material. The report is being submitted due to the foreign material in the nozzle found during evaluation.

Event description:
Additional information received from the customer reported that they did not know when the air/water supply issue first occurred.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. See b5. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
Updated fields: h4, h6, h10. Corrected fields: h10 (information regarding user's reprocessing was inadvertently omitted from the initial). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with a brown foreign material. As protein was detected in the material it can be identified as something derived from the human body, such as blood or bodily fluid. It is likely the material entered the air/water nozzle during the procedure and then dried and solidified. As a result. It could not be fully removed during reprocessing. However, since the nozzle was not deformed and it is unknown if reprocessing steps were fully performed according to the instructions for use (IFU), the exact cause could not be specified. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer believes the foreign material adhered to the scope during an endoscopic procedure and it is likely the material is bodily fluids. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplied air and water through the nozzle. It is unknown if the customer wiped/brushed the air/water nozzle with a clean lint-free cloth, brush, or sponge. The nozzle was flushed with detergent solution. The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope]: 9.inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]: inspection of the water feeding function: 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.